Event description:
It was reported that part of the tube was cut, causing liquid leakage during use. The event occurred during patient use at the facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection was able to confirm the reported problem. The root cause was unable to be established. No lot number was provided; therefore, a device history record (DHR) review could not be conducted.